Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced peritonitis which was manifested by abdominal pain and cloudy effluent. The cause of peritonitis and patient outcome were not reported. The patient was hospitalized for the event and was treated with cefazolin (500 mg stat, followed by 250mg/bag, intraperitoneal) for peritonitis. Pd therapy was ongoing. No additional information is available.